Event description:
Cardiology history and physical notes: the patient "developed a nonischemic cardiomyopathy 6 years ago, had an ICD implanted for primary prevention. Riata lead was employed at that time. Several years later, the patient had paroxysms of atrial fibrillation underwent cardioversion. He has been maintained on adequate medical regimen since that time. Three years ago the patient had an ICD generator change. The device has now reached eri (elective replacement indicator) once again. The thought and concern was that perhaps the riata lead was dysfunctional in addition to being under an advisory from the FDA and that this might account for decreased battery longevity of his device." Notes from the operative report: ...the riata lead, under FDA advisory, was examined under magnified fluoroscopy. There was no fluoroscopic evidence of exteriorization of the fibers."...a stylet was passed down the riata lead and the active fixation device was withdrawn. Gentle traction failed to remove this lead. Through the existing wound, we cannulated the right subclavian vein and an attempt to advance a number of different steerable wires beyond what appeared to be an obstruction at the right subclavian superior vena caval junction. Both the atrial and ventricular leads were tightly adherent to each other at this location and because of their insertion site, they almost entered the vein at this level being so far medial. We decided to mobilize excimer laser in order to provide lead extraction and intravenous access for new lead placement. The dual coil riata lead was amputated and a laser locking stylet passed down its length. Using a 16-french excimer laser, this lead was removed in its entirety without disruption of the position or the electrical integrity of the right atrial pacing electrode. With removal of the lead, we were able to leave the laser in place and fortunately passed a guidewire through the laser channel down into the right atrium."examination of the removed lead showed no exteriorization or other characteristic abnormalities in the lead." The patient tolerated the procedure well.